Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath had separated from the inner ring. There was no damage to the ring or sheath that would cause the sheath to separate. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email on october 5, 2017 at 10:10am pst. I spoke to the [physician] and he answered your questions. Location of rip at interface of sleeve to gelport. The rip did not occur in gel. It was a gelpoint system, not the alexis. The event occurred three hours into the case. No instruments were being used at the time of the rip.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - unknown. It was reported that the gelport ripped during the case. Patient is reported as "ok". It is reported as unknown at what point of the surgery that event occurred. It is reported as unknown if any instruments were in use at the time of the event. .